Event description:
This report is being filed as an adverse event solely to comply with FDA's blood loss policy. At the beginning of a routine hemodialysis treatment, arterial pressure alarms occurred which could not be resolved. The operator reported that they were unable to get any blood flow through the arterial line and that blood was backing up through the venous line to the dialyzer. Due to the amount of time spent troubleshooting, there was a concern of possible clotting. Treatment was discontinued without rinseback resulting in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not completing rinseback. No problems were found during eval of the returned cartridge. The lack of blood flow through the arterial line was most likely due to a vascular access issue or a clamped/kinked arterial line. The user's guide identifies probable causes of blood flow issues and provides adequate instructions for resolving these issues. A direct correlation cannot be established. Facility staff have been notified. There have been no similar problems reported subsequent ot this event. Nxstage medical considers this report closed. No additional information will be provided.